Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced flow issues. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: occlusion problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the bd maxplus¿ pressure rated extension set with needleless connector experienced flow issues. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: occlusion problem.

Manufacturer narrative:
H6: investigation summary: one photo was provided for quality investigation. The customer complaint of flow issues could not be fully determined, based on the photo provided. The photo shows, that the fluid path looks to be blocked. A device history record review for model: mp5301-c, lot number#: 22099283 was performed. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set. The probable root cause of the flow issues, fluid blockage issue is that, the fluid path of the connector is occluded with excess solvent. And therefore, fluid does not flow through the sample. A trend for this occlusion issue has been identified, for this product line. A CAPA (corrective action preventative action) has been initiated. And a team has been assembled in order to investigate the issue.